Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) prepared to resolve the issue by planning to bring the station down and place it into administrator mode for approximately 20 minutes. Required files were transferred to the machine in advance to expedite the process. The tss reached out to the customer multiple times to obtain permission for dial-in access; however, no response was received despite repeated follow-ups.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ccgb22a biometric identifier scanner was non-functional, prevented user access to the station. Additionally, the system was unable to capture a witness fingerprint. However, there were no delays or adverse events or injuries reported based on this event.